Event description:
Consumer reports continued problems with the meter readings from their plink meter. Believe they are inaccurate and too erratic. Analysis run on clark error grid using mean avg. Reading (287) as ref. Point vs. Bd readings (127, 583, 244, 193) yielded data points in the c/d range of the grid, outside of acceptable limits.